Event description:
Leakage was between mc hub and syringe. During a tea procedure within the right hepatic artery, via the right femoral artery, the prowler microcatheter (mc) was advanced to the lesion over the non-cordis (aqua/asahi intecc), guidewire (gw). While injecting contrast, leakage was noted between the hub and the syringe. Another mc (sniper2/clinical supply) was used to complete the procedure. Reportedly, the mc hub was connected securely to the manifold/rhv valve. No crack hub of the mc was noted. No other information was available. The vessel had unknown calcification and tortuosity, and 80% stenosis. The product was clinically used without any adverse consequence to the patient.

Manufacturer narrative:
The product is to be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.